Event description:
It was reported that the pump was not infusing proper amount. There was no reported patient involvement.

Manufacturer narrative:
E1 - initial reporter phone : (B)(6). B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a preventive measure, downstream occlusion sensor (dso),seal bezel was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.